Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device mpt returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl. Reportedly, the customer attempted to fill tubing, but no drips were seen. The customer believes an occlusion alarm occurred; however, stated that there was no alarm. The customer's bg level lowered after the customer changed the supplies.